Event description:
It was reported that the patient presented to the clinic complaining of experiencing muscle twitching over the pulse generator pocket. It was noted that the patient experienced unintended twitching when the leads were programmed to high outputs. On 09/19/17 the patient underwent a pocket revision and the leads and pulse generator were explanted and replaced. The patient was in stable condition before, during, and after the replacement procedure.

Manufacturer narrative:
The reported field event of extra cardiac stimulation was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.